Event description:
It is reported that an impactor became lodged in the stem. When the surgeon attempted to remove the impactor, the stem came out as well. The case was finished with another stem.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the impactor was not returned for eval. The stem was returned for eval. There was a dent along the neck of the device that appears to be from removal of the stem from the stem impactor. The tear drop hole had witness marks on two edges that appear to be from the impactor being inserted incorrectly. Although not proven, it is possible that the stem was inserted into the femoral canal and then the impactor was not placed into the tear drop in an off location. However, a definitive cause for the experience observed cannot be determined with certainty. Eval: the mfg records for the stem were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to spec.